Manufacturer narrative:
Initial 8 of 9. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafer had an off centered starter hole that resulted in reduced wear time. She changed the skin barriers once or twice per day. The product was used by the patient.